Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of bent sensor cannula. The customer's blood glucose reading was unknown. The customer stated that the adhesive on the first sensor were squished together and it did not stay on the skin. The customer mentioned that the sensor fell off and there was a small piece of the electrode. The product was returned for analysis.

Manufacturer narrative:
Sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. Unable to confirm adhesive anomaly on opened/used sensor.